Event description:
I had lasik done at (B)(6) on (B)(6) 2011. After surgery one of my eyes stood out of focus so I was given an enhancement on both eyes which damaged my right eye to where I am partially blind and my left eye requires special contacts to see. I can no longer drive at night due to starburst and shadows from headlights that completely blind me.